Manufacturer narrative:
A ge service representative performed an onsite investigation. The power signal interface pcb and stator transformer assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system had an interlock failure which prevented boot up. Fse determined the cause of the problem to be a faulty stator transformer power supply harness which was causing power to drop out. The stator assembly contains a transformer and connector that interface to the multi-output power supply (ps2). This transformer is powered by 115 vac and has multiple taps on the secondary side of the transformer. These voltage taps provide the necessary ac voltages for the ps2 to generate different voltages. The +24 vdc is used by the system?s interlock circuitry, so a loss of this power would cause interlock errors which can prevent boot up. The fse replaced the stator transformer and also the power signal interface to restore system functions. Based on the age of this system (manufactured in 2005), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.